Event description:
Reference number (B)(4). Event occurred in the united states on 07-jul-2024, it was reported that the patient faced three infusion sets kinked cannulas within 3 or more hours of insertion. Site of infusion sets were abdomen. Patient blood glucose at the time of issue was reported was 513 mg/dl. Patient took correction injection via multi daily injections to address high bg. Patient replaced infusion sets and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR 1969365 - MDR 3003442380-2024-25007 - device 2 of 3.